Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190430 - file-2019-00653 - analysis_and_closure_report_resp-2019-00638.pdf]

Event description:
On (B)(6)2019, the patient fainted at home. He was in cardiopulmonary arrest and his family gave cardiac massage. After being transferred to a hospital, he was resuscitated. Whether the hospital performed defibrillation or not was unknown. On (B)(6)2019, a pacemaker check was performed. Episodes showing ventricular fibrillation as well as noise oversensing at 125ms intervals on the ventricular channel were found in the device memory. The pacemaker was reprogrammed from vvir (twin trace) to vvi. On (B)(6)2019, a pacemaker check was performed and no episodes showing ventricular fibrillation were confirmed in the device memory since february 1st 2019 on (B)(6)2019, the pacemaker was replaced.

Event description:
On (B)(6) 2019, the patient fainted at home. He was in cardiopulmonary arrest and his family gave cardiac massage. After being transferred to a hospital, he was resuscitated. Whether the hospital performed defibrillation or not was unknown. On (B)(6) 2019, a pacemaker check was performed. Episodes showing ventricular fibrillation as well as noise oversensing at 125ms intervals on the ventricular channel were found in the device memory. The pacemaker was reprogrammed from vvir (twin trace) to vvi. On (B)(6) 2019, a pacemaker check was performed and no episodes showing ventricular fibrillation were confirmed in the device memory since (B)(6) 2019 on (B)(6) 2019, the pacemaker was replaced.